Manufacturer narrative:
Device out of warranty; no request for manufacturers service.

Event description:
The customer reported the ventilator went vent inop due to a pressure sensor failure during normal ventilation mode operation. The customer reported the device was in use on a patient and there was no patient harm. As reported, failure of the pressure sensors may affect the accuracy of the system pressure measurement and result in a vent inop occurrence. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. As the device was out of warranty, the hospital biomedical engineer contacted manufacturers product support engineer (pse) for service assistance. Pse advised the biomedical engineer to evaluate the data acquisition pcb to motor controller pcb cable and the data acquisition pcb board for replacement to address the reported problem. The biomedical engineer reported replacement of the data acquisition pcb to motor controller pcb cable resolved the reported problem.